Event description:
It was reported that the patient was seen for follow-up after generator replacement and the surgeon saw a potential infection at the generator site. The surgeon planned to open up the patient's generator incision the following day and if the patient had an infection the generator would be explanted until the infection cleared. It was reported that the generator would be reimplanted when the infection was cleared. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received stating that vns patient¿s infection site had not sufficiently healed when the patient was evaluated on (B)(6) 2014. The patient underwent surgery to explant his generator on (B)(6) 2014 due to infection. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
An implant card was received indicating that the vns patient was re-implanted with a new generator on (B)(6) 2014.

Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.